Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the healthcare provider did not know the cause of the second lead break. An impedance check was performed after the second lead break. It was noted that the lead break issue had not been resolved at the time of the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0ka5j, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported they went to the doctor's office, met another representative, and determined that the lead was broken and the electrodes weren't working. A lead breaking is the second time this has happened to this patient. The patient says they have never fallen or had an accident. Additional information was received. No new information after reviewing additional information. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0ka5j, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from the patient. The second lead break was observed after about two years after implanted under normal use. There were no circumstances that led to the lead breaking the second time. The steps taken to resolve the lead breaking the second time was meeting with a manufacture representative (rep) at the doctor's office on (B)(6) 2016, but nothing has been done since. The second broken lead has not been resolved. Patient reported asking the rep almost 60 days ago to help get this resolved, but there has yet to be any help as of 2017-02-22. Symptoms related to the second lead break are the urgency to urinate every hour. The device does not work.